Event description:
It was reported that the patient had a possible infection as the routine follow up notes the implantable neurostimulator (ins) battery site was red and indurated. An action of a surgical consult was to occur in the morning. It was unknown if any diagnostic testing or troubleshooting had occurred. It was reported that there were no patient symptoms or complications associated with event. The patient status at the time of report was noted as ¿alive ¿ no injury¿. Follow up information received 2 days later reported that the date of onset of the infection was (B)(6) 2014. The primary site of the infection was noted as over the ins pocket. A culture was taken intraoperatively last night (results were pending). The treatment for the patient included complete removal of their ins system (battery and lead). The patient was hospitalized on IV antibiotics and was still being treated. Further follow up information received on (B)(6) 2014 reported the patient¿s physician planned for IV antibiotic treatment for several weeks for the patient and then to re-implant within 6 weeks. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 37743, serial# (B)(4); product type programmer, patient product ID 3708140, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 3708140, serial# (B)(4), implanted: 2009 (B)(6);: product type extension product ID 39565-30, serial# (B)(4), implanted: 2009 (B)(6); product type lead. (B)(4).